Manufacturer narrative:
In response to FDA report number mw5085770. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "burning sensation bilateral breasts", and "visible rupture ." This record is for an unknown side. Device remains implanted.